Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 173 mg/dl and 80 mg/dl within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.